Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap simple hysterectomy procedure, the surgeon lost pneumo. They had successfully operated for approximately two hours prior with suspected product when during the beginning stages of the colpotomy, pneumo was completely lost. Initial steps were to place new trocar sleeve (5mm) to see if it was a problem with the trocar sleeve. Also tested and replaced was the insulflation machine and tubing. It was also suggested to try to bypass stopcock by placing veress needle into cannula of trocar sleeve. This did not work. The colpotomy opening was questioned concerning potential leakage from the vagina. Surgeon felt that the cooper rumi device was properly seated and was not the cause. It was suggested to remove all devices, cover all incisions with tegaderm, and try to re-establish pneumo using veress needle through umbilical port. All attempts were unsuccessful. The cooper rumi device was never replaced to determine if it leaked and other manufacturer's devices were used down trocar sleeve and their diameter was unknown. It was reported surgeon did not believe the leakage could be from elsewhere, until removed trocar sleeve and tried to re-establish pneumo from scratch with only a veress needle. There was no reported noise heard coming from trocar sleeve and there were no reported or observed issues with trocar sleeve fixation. Also the abdominal pressure setting of insufflation machine was unknown, however multiple settings and two separate insufflation machines were used. Surgeon converted to a vaginal hysterectomy to complete procedure.